Event description:
A customer noticed that her new contour meter was reading in mg/dl instead of mmol/l. The customer noticed the incorrect unit of measure the first time she used the meter. No adverse events were alleged. The meter in question is to be returned for evaluation.

Manufacturer narrative:
It was confirmed that the meter had canadian labeling, but was set in mg/dl instead of mmol/l.